Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they their current implant has been turned off because they noticed, sometime after it was implanted it was not working, they tried different settings and nothing seemed to make a difference so they just turned it off and now they have a suprapubic catheter. Pt said, they lost their external equipment and now they need to have an MRI of their brain and they are trying to find out what they have to do . Patient said they've had an MRI at another institution recently and it was ok. Reviewed some MRI information, some lost replacement information and redirected to their doctor.